Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage to their insulin pump. It was reported that the customer was missing the clear ring around the reservoir compartment. The customer's blood glucose level was reported to be 138.6mg/dl. It was reported that the pump would be replaced.

Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring and cracked reservoir tube lip.